Manufacturer narrative:
Supplemental report to report related MDR numbers.  This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04750 and 2015691-2019-04752.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04752 and 2015691-2019-04750. Update to d10, g4, h2, additional information provided in h10. Both valves were returned to edwards lifesciences for evaluation in the biokit jar. Per initial review the valves were oval shaped. No abnormalities were observed on the x-ray of both valve frames. No visual abnormalities were observed on the leaflets of both valves. Echo was returned for evaluation that showed one leaflet damaged/impinged. Measurements of the valve frame outer diameter (od) were taken using a keyence microscope. Frame od outside of the specification could impact the ability to successfully deploy within an annulus. However, it should be noted that due to the condition of the frames (deployed in mac, valve-in-valve, explanted) the frame dimensions are no longer as initially manufactured. Due to condition of the returned device (explanted valve-in-valve), functional inspection was unable to be conducted. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for the sapien 3 (all sizes) from january 2019 to december 2019 revealed no returned complaints for the related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history reveals that the complaint occurrence rate did not exceed the december 2019 control limit for the related trend categories. It should be noted that the sapien 3 ultra valve was deployed in the native mitral position. The sapien 3 ultra with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals in this section are for a native aortic valve replacement for relevant guidance for a sapien 3 ultra implant using a commander ds. Commander delivery system with ultra valve IFU, device prepping manual, and training manual were reviewed for instructions relating to the observed events. Per instructions for use (IFU), thv size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during thv size selection. Note: risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture. No IFU/training deficiencies were identified. No IFU/training deficiencies were identified. The complaint for valve embolization was unable to be confirmed based off the returned imagery and no visual abnormalities were observed on the returned valves. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. As reported ¿probably mac enlargement due to viv. Area was measured slightly larger after embolization than before first thv. However, not large enough to use a 29mm thv for the 3rd one (just +2cc). As the mac was not fully closed, perhaps the concentric force to hold the thv was insufficient (personal + implanter¿s opinion).¿ it is likely that the annular calcification was impacted during the deployment of the second valve resulting in a change in annulus size. If the annuls size changed and was no longer able to hold the valve in place, then it is likely that both valves would migrate. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. A definitive root cause could not be determined; however, available information suggests patient (enlarged mac) factors may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that trigger for additional review was not met, no corrective or preventative action is required at this time.

Manufacturer narrative:
This report is for the 2nd t valve implanted that embolized into the left atrium after viv and was explanted. This is one of two manufacturer reports being submitted for this case per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to atrial embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, incorrect landing zone sizing, incomplete frame expansion, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e. Minimal leaflet calcification, large area), valvuloplasty may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate that patient/procedural factors (e.g. Uneven distribution of native calcium, larger annular area after viv) may have contributed to the first two valves embolization into the left atrium after viv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) post deployment of the 26mm sapien 3 ultra valve in the mitral annular calcification (mac) vial transeptal approach, paravalvular leak (pvl) was observed and therefore the valve was post dilated. After post dilation, a leaflet damaged was observed. It was decided to implant a second valve (viv). Post deployment of the second 26mm sapien 3 ultra valve, both valves embolized into the atrium. A 3rd 26mm sapien 3 ultra valve was implanted but again, the valve embolized into the atrium. Open heart surgery was performed to remove all 3 valves and a surgical valve was implanted. The patient was in stable condition in ICU post procedure. Per report, the possible damage to the 1st valve leaflet may have been ¿due to guidewire retraction during pvl/gradient evaluation before the post-dilation¿. As per medical opinion, the cause of the valve embolization was probably mac enlargement due to the viv. The annular area was measured again, and it was found to be slightly larger after viv embolization than before deployment of the first thv. However, the area was still not large enough to use a 29mm thv for the 3rd one (just +2cc). As the mac was not fully closed [circular], perhaps the concentric force to hold the thv was insufficient.